Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their pod was beeping loudly, and their blood glucose levels were high (specific values were not reported). The patient administered a manual injection, but the pod continued to beep. The patient confirmed the cannula had inserted into their skin, and the pink slide moved forward. Upon removal of the pod, the cannula was not visible, indicating a needle mechanism failure for a retracted cannula. There was no medical assistance required. As treatment a new pod was applied.